Event description:
Related manufacturer reference number: 2017865-2022-09769. It was reported that the patient presented for an implant procedure. After the procedure, it was noted that the right ventricular (rv) lead and right atrial (ra) lead were worn. The rv & ra leads were explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported events were lead worn and high impedance. As received, a complete lead was returned in one piece. The reported event of high impedance was confirmed. Visual and x-ray examination of the lead found the outer insulation and outer coil were compressed and all of the outer coil filars were fractured/separated in the clavicle crush region due to clavicle crush forces. The cause of the reported event of high impedance was due to the fractured outer coil in the clavicle crush region. The reported event of lead worn was not confirmed. Visual examination and electrical testing of the lead did not find any damage to the outer insulation or to the inner insulation.

Event description:
New information noted that the leads exhibited high impedance.